Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right ventricular lead, exhibited a high out of range pacing impedance measurement. The lead configuration was automatically changed to unipolar. While in this configuration pacing inhibition was observed. The patient will be brought into clinic to reprogram the lead configuration to unipolar pace/bipolar sense. No adverse patient effects were reported.